Manufacturer narrative:
Two devices were returned for testing. A pressure test and non return valve test were conducted on the returned products. Air and water were able to flow freely into the returned bags and no block was found. Based upon the testing of the returned product, this complaint cannot be confirmed as reported.

Event description:
(B)(6). According to the information received, there was a report of blocked urine flow with a urine bag. The patient was using a urine bag due to a urinary stone removal procedure. The patient went to a doctor who thought the bladder was causing an underpressure in the bag.